Event description:
It was reported that a user of the ilet insulin pump experienced a low blood glucose event, with the pump indicating hypoglycemia and the user later confirming a nadir of 54 mg/dl before self-treatment with carbohydrates; the device was in normal operation with recent supply change and time adjustment for daylight savings. Symptoms included hypoglycemia. Outcomes included recovery after self-treatment with fast-acting carbohydrates without medical intervention. Investigation included user interview, use review, and product history review, along with troubleshooting and education on low-glucose management, alarms, and not announcing carbs used to treat lows. Investigation of this case revealed no device alarms, no recent changes to targets or weight, no exercise, no off-system insulin, and that the user had not updated the device time until coached to do so, which could affect insulin delivery timing. It was concluded that the cause of the hypoglycemia was unclear and that the device performed as designed, with education provided. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.